Manufacturer narrative:
The sample was received for evaluation and the failure mode tear in cuff was confirmed. An inflation/deflation test was performed and air is applied through valve on the flat pilot balloon to inflate the cuff. The cuff is checked at 4 hours to make sure that the cuff is still inflated. A deflation test is performed after the 4 hours of resting time. All manufacturing controls were found acceptable and effective to detect the reported failure mode. The confirmed failure (tear in cuff) in the received sample would have been detected during the 100% inflation/ deflation test, therefore, the failure mode is not confirmed as related with the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had cuff inflation/deflation issue. And there was leakage of the cannula between the balloon and the cannula. It was reported that this resulted to fluid in the lungs of the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.